Manufacturer narrative:
The complaint investigation for false elevated architect prolactin result included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house accuracy testing of reagent lot 23533ui00 was completed. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review on lot 23533ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 23533ui00 was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect prolactin result on a patient born in (B)(6) diagnosed with a pituitary adenoma. Results provided: (B)(6) 2021 = 195.20 ng/ml; another laboratory tested normal; patient typically generates a result around 100 ng/ml (reference range: 5.18-26 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. D8. Was this device service by a third party? No.

Event description:
The customer reported a falsely elevated architect prolactin result on a menopausal female patient born on (B)(6) 1962 diagnosed with a pituitary adenoma. Results provided: (B)(6) 2021 = 195.20 ng/ml; another laboratory chemiluminescence = 27.1 ng/ml, by ria = 13.9 ng/ml, ria after peg = 19.8 ng/ml; patient typically generates a result around 100 ng/ml (reference range: 5.18-26 ng/ml); additional testing provided: new sample on (B)(6) 2021 = architect prolactin = 42 ng/ml. No impact to patient management was reported.